Event description:
During procedure to remove ureteral stone, the sheath covering wire and basket kept breaking. As a direct result of the sheath breakage, the basket was not able to be removed. The surgeon had to open the pt to remove the basket. The stone remains in the pt.